Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2012; pb1018 transcatheter valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock due to either atrial fibrillation (af) with rapid ventricular response (rvr) or supra ventricular tachycardia (svt) being detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.